Manufacturer narrative:
Analysis was performed a philips remote service engineer (rse), who reviewed the logs. In the logs, the rse saw disconnections in this room for 2 hours. The rse detected no other problems on the network or anomaly in the pic ix application. The rse advised that if the problem were to occur again and no explanation was found on the side of the cable/monitor connectors in the room, check if the power over ethernet (poe) is still disabled on the switch port and check with the it department to see if any interventions/manipulations were carried out on the network or if problems were noted at the switch level on this date/time. The product malfunction was unable to be confirmed, because the customer did not call back for further information.

Event description:
Philips received a complaint on the patient information center ix indicating that there were several disconnections in a row of 1 patient monitor from 11:45 a.m. To 1:45 p.m. On february 25th. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that there were several disconnections in a row from 11:45 a.m. To 1:45 p.m. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.